Manufacturer narrative:
The insulin pump was received unable to prime during the prime/a33 test and alarmed motor error during the basic occlusion test due to faulty force sensor resistor. No a35 alarm. The motor passed motor test. The insulin pump has minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of receiving motion sensor test failure alarm on their insulin pump. The customer's blood glucose level was unknown. The customer was advised that the device would have to be replaced and returned for analysis.